Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd bbl¿ columbia cna agar with 5% sheep blood that a plate failed to inhibit growth of a proteus strain in a vaginal sample. There was no health impact or consequence reported.

Event description:
It was reported while using bd bbl¿ (B)(6) with 5% sheep blood that a plate failed to inhibit growth of a proteus strain in a vaginal sample. There was no health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: event description: it was reported that for two samples, one vaginal sample and one positive blood culture, a proteus strain has grown on the media. Proteus growth is thought to be inhibited by nalidixic acid. Complaint history review: the complaint history was reviewed, and no similar complaints were reported for the affected catalog number. A trend was not identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: retain samples were analyzed in a performance test using proteus mirabilis atcc 12453, proteus mirabilis atcc 14153 and proteus mirabilis atcc 43071. No deviation was detected, and growth was still inhibited after 18-24 hours at 35-37°c in co2 atmosphere incubation. No return samples were provided by the customer for analysis. A picture was shared showing a plate with high growth of bacteria. Evaluation results and investigation conclusion: based upon our investigation, we have excluded any systematic failure in our manufacturing process. All the release testing was satisfactory and additionally, the retest performed on the retain samples with proteus mirabilis atcc 12453, proteus mirabilis atcc 14153 and proteus mirabilis atcc 43071 was satisfactory. Since no trend was identified and no process deviation could be detected, further actions are not indicated at this point. Based on the results of the investigation and the evaluation of retain samples we cannot confirm this complaint. However, bd will continue monitoring incoming complaint with similar failure mode.